Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they had been experiencing low blood glucose for about a month, with blood glucose in the 30 mg/dl range at the time of the incidents. The customer was at 86 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering. Troubleshooting was completed and the pump passed a displacement test. The customer reported getting false readings with sensor glucose versus blood glucose differences. The customer stated the pump had been exposed to a full body scanner at the airport and has had lows ever since. The insulin pump will be returned for analysis.